Event description:
A report was received that the patient underwent an explant procedure due to infection. The physician does not believe the infection was device related.

Manufacturer narrative:
(B)(4) 2012, additional suspect medical device components involved in the event: model #: sc-3138-25 serial/lot #: (B)(4) description: scs phiii ext 25cm model #: sc-2218-50 serial/lot #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient underwent an explant procedure due to infection. The physician does not believe the infection was device related.

Manufacturer narrative:
Explant date: (B)(6) 2012.